Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.